Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had inadvertently forgot to deliver a bolus after a meal. Blood glucose was over 600 mg/dl and a bolus was delivered. Recommendation was made by tandem technical support to discuss the event with a healthcare provider.